Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the er320 instruments malfunctioned on the 3rd or 4th clip. The clip ejected as surgeon fired each er320 on cystic artery. Another instrument was used to complete the case. There was no consequence to the pt.